Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no known consequences or impact to the patient; device damaged by another device. Evaluation results: visual inspection of the returned product showed a haptic was bent and there was a clear surgical residue on the lens. The injector was not returned. (B)(4).

Event description:
The customer reported the aq5010v three piece silicone lens was misloaded. Consequently, the injector plunger overrode and tore the lens and the surgeon was unable to eject it, despite retracting the plunger and retrying several times. The injector touched the eye but not the lens. The reporter stated the event was due to loading error.